Event description:
The customer reported that the "corner of display is gone" on the heartstart xl. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.